Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath has a friction lock on the proximal end. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the coil. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coil 400's (pc400's). During the procedure, the physician deployed and detached an initial pc400 into the iia using a non-penumbra microcatheter without an issue. While attempting to advance a new a pc400 out of its introducer sheath and into the microcatheter, the physician encountered resistance and was unable to advance the coil out of its introducer sheath. Therefore, the introducer sheath containing the pc400 was removed and the procedure was successfully completed using the same non-penumbra microcatheter and a new pc400. There was no report of an adverse effect to the patient.